Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a fusiform zone 4 thoracic aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the proximal neck was 29mm and the diameter of distal neck was 29mm. Calcification from puncture site to lesion site eia site was noted as severe. Thrombus from puncture site to lesion site eia site was moderate. Angulation from puncture site to lesion site: near renal artery (moderate). During the index procedure it was reported that all devices were implanted with no issues; however, when the second device was implanted, there was insufficient overlapping zone, which led to a type iii endoleak. A type ib endoleak was also confirmed right above the celiac artery and the physician noted the possibility for a type ii endoleak from the celiac artery. The physician stated that additional treatment might be required; however, the patient will remain under observation. The patient had a pre-existing light rupture and the patient expired the day after the index procedure due to haemorrhagic shock. The physician stated that the haemorrhage was not caused by the aneurysm rupture. The stent graft was implanted to cover the celiac so that aneurysm rupture was led by type ii endoleak. Overlapping length was short, so that aneurysm rupture was led by type iii endoleak and type ib endoleak. Access vessel was narrow (4-5mm in diameter).

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (endoleak, death); patient¿s condition affected effectiveness of device (anatomy related; type ii endoleak); unapproved use of device (pre-operative rupture); incorrect technique/procedure (user related; insufficient stent graft overlap); lack of information (cause is unknown). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak); off label-unapproved or contraindicated use of device (pre-operative rupture); operational context contributed to event (user related; insufficient stent graft overlap); lack of information (cause is unknown).